Event description:
During evaluation of a returned amia device, one increased intra-peritoneal volume event was identified, which occurred on (B)(6) 2014 at 23:28:01. During final drain, the patient's drain volume was 4799.805ml, indicating the home patient drained a volume 123.072% above their maximum programmed fill volume of 3900ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite).  This evaluation included functional and electrical testing of the device. A visual inspection was performed. Upon conclusion of the investigation, the cause of this issue was determined to be use error ¿ insuff drain-false empty detect when estimated night uf is set too low. The amia automated pd system patient guide explains the estimated night uf settings, provides treatment and programming answers on the settings. The guide also provides warnings regarding settings being set too low. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.